Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product list number 02k91-38 that has a similar product distributed in the us, list number 2k91-27.

Event description:
The customer observed multiple falsely elevated ca19-9 results while using architect ca 19-9xr reagents. The following data was provided. Patient 1 (sid (B)(6)): initial 215.1, repeat 19.6, multiple repeat were less than 2.0. Historical results for this patient were less than 2.0. Patient 2 (no sid provided): initial 350, repeat 10, 111, 8.9, 10.9. Historical results were not provided for patient 2. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Review of field data showed the complaint lot 64008m800 median value was within the range of other lots in the field between october 2, 2016 and december 31, 2016. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified. This report is being filed on an international product list number 02k91-38 that has a similar product distributed in the us, list number 2k91-27.